Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two small air bubbles were observed in the luer lock and tubing. The customer's blood glucose level was 423 mg/dl. The customer administered a manual injection. The customer primed the tubing to resolve the issue.